Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, the reported event was duplicated only in combination with ch-s400-xz-eb that had been used with the subject device during the procedure and it is considered that the event was caused by the ch-s400-xz-eb. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the gynecology laparoscopic surgery, the color bar image was displayed several times, and the error code and the message which indicated the communication failure was displayed. The user did not remember the error code number. The user cycled the power, the issue was resolved, therefore the user completed the procedure with the subject device as it was. There was no report of patient injury associated with the event.